Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports loss of communication between pump and transmitter. Unit was able to charge up to two hours, communicate, and sync properly during rf association. No rf communication anomalies noted. Unit passed functional test including rf test.

Event description:
Medtronic received information that no com pump to xmtr-unresolved, lost sensor alarm occurred. There was no adverse impact or consequence reported as a result of this event.